Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed motor error. The customer¿s blood glucose level was 471 mg/dl. The customer treated high blood glucose with humalog. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated the insulin exited. The customer was assisted with troubleshooting. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.